Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level. Additionally, it was reported that a malfunction alarm occurred, and that the pump indicated a data log corruption. Also, it was reported that a minimum fill notification occurred. Reportedly, the customer did not recall how much insulin was in the cartridge. During troubleshooting with technical support, the malfunction alarm was cleared, a new cartridge was loaded and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not take action to resolve high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.